Manufacturer narrative:
The battery was returned for evaluation. A visual examination showed no physical damage. The archive review showed multiple errors for temperature mismatch. The battery was placed in a standard mcc charger an dafter a few seconds the red led lights on the battery charger indicated the battery failed. The reported event was confirmed and resulted from a damaged thermocouple in the battery printed circuitry.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that autopulse li-ion battery passed in the charger and showed all 4 green leds lite up, however when the battery was placed into the autopulse, it displayed "replace battery or discontinue battery" message.